Event description:
Event description guidant received information that the patient with this pacemaker presented to the clinic with syncope. The next day the device was explanted and successfully replaced with a new guidant pacemaker. It was noted that the patient had a follow-up visit six months ago at which the gas gauge indicated 1.5 years remaining. The caller believed the syncopal episode may have been due to the device having reached end of life prematurely.